Event description:
It was reported that during a review of the recorded episodes, technical services (ts) noted that this right ventricular (rv) lead exhibited a steady increase in pacing impedance reaching 2000 ohms, which was suspected to be caused by a lead fracture. It was also noted that a lead safety switch (lss) occurred. Ts recommended further in office review of the lead. The physician opted to continue to remotely monitor the rv lead. This lead remains in service. No adverse patient effects were reported.